Event description:
Pump was reported to overinfuse. A 250ml bag of heparin was hung at 12:00 am and was set to run at 9ml/hr as the primary bag, unsure if there was a secondary bag setup. 2 hours later, it seemed fine. At 4am, the alarm sounded and the bag was empty. Display still read 245ml left to be infused. The pt's ptt levels were drawn and were in excess of 100, the exact value unk. The pt was administered vitamin k and no injury resulted.